Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the central screw was not seating properly within the vrs baseplate component, which was impeding the taper from mating with the baseplate. The surgeon removed the central screw and was able to mate the baseplate and taper. It was decided to complete the procedure without the central screw. No patient harm was reported due to the event. Attempts have been made and no further event information is available at the time of this report.